Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested and confirmed the issue with the foot pedal, which was continuously firing and triggering an m-12 error on the erbe. The foot pedal was replaced in accordance with standard procedure. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to defective foot pedal.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the customer contacted the technical service engineer (tse) via telephone for assistance concerning a m-12 error on the erbe. Despite multiple attempts to reboot the erbe, the customer was unable to resolve the error. Tse recommended that the customer disconnect the foot pedal connectors located at the rear of the erbe. Subsequently, the customer reported that they were able to utilize the energy function and proceeded with the surgical procedure. The procedure was completing as planned with no reported injury.